Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is (B)(4) complaints reported for this issue. This is (B)(4) for the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report, functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. This is the sixth of eight reports for this facility. (B)(4).

Event description:
A pharmacist reported that during a cataract with iol (intraocular lens) implant procedure, bubbles were noticed in the tubing and the machine became blocked. The case was completed with another cassette following a five minute delay. There was no pt impact.